Event description:
It was reported that pump experienced malfunction when customer attempted to remove cartridge to change to new cartridge. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.